Event description:
On (B)(6) 2013, it was reported that the patient has been instructed to use the magnet to disable the vns device. The patient reported that she is having problems with the vns and it is not working properly. She also reports pain where the leads are located. Follow up with the physician found that the patient was seen on october 18, 2013 for worsening seizures, neck pain, and concern over vns malfunction. X-rays of the neck for the vns lead were assessed. The diagnosis indicated neck pain along the vns wire. The patient is to continue the same seizure medication for now. Interrogation and diagnostic testing of the device indicates it is in proper working order. The seizures five days ago are of no clear reason at this point. The site is pending blood work to further assess and may make adjustments to the medications. The patient was last seen on (B)(6). The patient reports extreme pain in the left neck around the vns wires, with a severity of 10 out of 10. The patient does not believe the vns device is working properly as she cannot feel stimulation. The patient had two seizures five days ago. Before that, seizures were in (B)(6) 2012. The seizures five days ago were grand tonic clonic. The first one was ten minutes and the second one was two minutes, consisting of generalized convulsion with no unilateral onset. No other triggers. Denies side effects of medication. The patient's settings were increased, after which the patient coughed, indicating the vns stimulation is being provided. The patient is able to tolerate the settings. X-rays will not be sent to the manufacturer for review. Per the physician, the results were fine. The site stated that something has definitely changed to cause the patient to experience these seizures. The patient will be seen by a rheumatologist for another event as sometimes unrelated events could cause seizures per the site. No other information was provided.

Event description:
Attempts for product information were made but were unsuccessful.

Event description:
It was reported that per the physician's notes every is in working order. It was reported that the x-rays showed no issues and the patient has not reported any more issues.